Event description:
It was reported that the dexcom g7 experienced intermittent communication with the ilet, resulting in sensor loss on the phone and the pump becoming stuck in pairing mode, while the user continued to receive glucose readings in the dexcom app; troubleshooting included toggling g6/g7, restarting the sensor with code reentry, and counseling that bluetooth changes on the phone could expedite pairing, with the device component implicated being the antenna/electrical-magnetic communication interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite a reported intermittent communication failure involving the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that no problem was detected and cause was user environment or transient wireless interference leading to temporary loss of sensor signal.